Event description:
A customer reported a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with detailed instructions for a pump reset, after which the error was resolved and the customer successfully started their sensor session.